Manufacturer narrative:
The device was returned to zoll medical china for evaluation. The customer's report was observed and attributed to a smart pneumatic module (spm) board. The spm board was repalced to resolve the report. The device was recertified and returned to the customer. The spm board was sent to zoll medical corporation, united states for evaluation. An internal inspection of the spm board found foreign substance withiin the flow manifold and spm tubing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "off set self check failure - 1174" and "runtime calibration failure - 1051" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.